Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce a downstream occlusion. A review of the event history log revealed downstream occlusion messages, however the log cannot be used to distinguish true and false alarms. A service history review revealed no issues that could have caused or contributed to the reported issue. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.